Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a 300cc mentor memorygel breast implant and experienced postoperative left-sided rupture. A healthcare professional stated that the patient's breast appeared drooping. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with an unspecified allergan breast implant (B)(6) 2020. Upon explantation, the device was noted to be ruptured. The patient has fully recovered after the revision surgery.

Manufacturer narrative:
On 12-mar-2021, mentor received additional information regarding the implantation date. Initially, the implantation date was reported as 21-mar-2004. However, additional information revealed that the actual implantation date was (B)(6) 2004. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement. Manufacturer's reference number: (B)(4).